Event description:
It was reported that a patient underwent gynecological procedures on (B)(6) 2005 and (B)(6) 2008 and a sling was implanted. It is unknown which date the mesh was implanted on. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence, cystocele, rectocele, and severe pain. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that the patient underwent a diagnostic cystoscopy concurrently with a posterior colporrhaphy on (B)(6) 2005. It was reported that the patient underwent mesh revision/removal concurrently with a posterior colporrhaphy, sacrospinal ligament fixation, repair of enterocele, diagnostic cystoscopy and surgical procedure for imp on (B)(6) 2008 due to abdominal and perirectal pain, stress urinary incontinence, and rectocele. It was reported that the patient underwent a cystoscopy on (B)(6) 2012 in which the bladder appeared normal; there were no lesions, foreign bodies, or other abnormalities noted. It was reported that the patient underwent an anterior mesh removal on (B)(6) 2013 due to continued pain. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and (B)(6) 2008 mesh was implanted. It was reported that following insertion the patient experienced pain, urinary problems, and bowel problems. No additional information was provided. (B)(4)-urinary/bowel problems-not labeled.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced urinary tract infection, cystitis, and hematuria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal bleeding, incontinence, bacterial vaginosis, atrophic vaginitis, vaginal discharge with odor, vaginal itching, bladder infection, vaginal dryness, and discomfort.

Event description:
It was reported that following insertion the patient experienced vaginal bleeding, incontinence, bacterial vaginosis, atrophic vaginitis, vaginal discharge with odor, vaginal itching, bladder infection, vaginal dryness, and discomfort.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of four medwatches being submitted. See also medwatches 2210968-2012-02094, 2210968-2012-02095, and 2210968-2012-02096. The same patient is represented in each medwatch.